Event description:
Following ptca/rotablator procedure, md attempted to deploy a 6 fr. Perclose in artery site. Suture did not hold. Pressure held, femostop applied. 6 inch hematoma developed. Per md, device did not fail, suture slipped through the artery.